Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as touch contamination. Peritonitis was manifested by cloudy effluent and diarrhea. On the same day, the patient was hospitalized for the event. Treatment was not reported. During the hospitalization, it was reported that the patient was placed in the intensive care unit for an unspecified period of time and was then transferred to a regular room. At the time of this report, the patient remained hospitalized and was recovering from the peritonitis event. Dianeal therapies were discontinued and the patient was placed on hemodialysis therapy. It was not reported if the patient was retrained on aseptic technique. No additional information is available.